Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture, under sensing and low impedance a few months post implant in 2010; lead dislodgement was suspected. The device was programmed to vvi mode. The patient's condition was good.